Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament was about 2-1/4 inches exposed at the guide and the posterior cuff and needle tip were still attached to the rail end. The anterior cuff and link were engaged to the anterior needle tip. Based on the investigation findings, the link was pulled from the posterior cuff. The link connects the anterior needle to the suture; if the link is pulled from the cuff, the suture will not be present during plunger withdrawal and it can appear very similar to a cuff miss. The link detachment is likely the result of resistance or drag encountered during the procedure. However, there was no significant resistance when the monofilament was pulled from the device during testing. There was no reported patient issue that may have contributed to the reported cuff miss experience. Therefore, the root cause for the link pulled from the cuff is undetermined. No manufacturing or quality issue was detected. A review of the device history record did not reveal any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, a cuff miss occurred and another proglide was used successfully to achieve hemostasis. There was no adverse patient effect reported. Though requested, no additional information was provided.